Event description:
Journal reference: mandat t.s. Et al. Case report "hypomania as an adverse effect of subthalamic nucleus stimulation: report of two cases", acta neurochirurgica (wein) (2006) 148:895-898. The article describes a case study involving a male patient being treated for advanced parkinsons disease with bi-lateral stn dbs. The patient demonstrated unusual behavior (hypomania) approximately one month post dbs implant. The patient purchased new car that he was unable to drive and arranged for a prostitute to visit his nursing home. Family indicated his actions did not match his pre-dbs implant personality. Hypomania was resolved with adjustments to stimulation mode and output parameters delivered by both electrodes. No further hypomania was observed over the next year.

Manufacturer narrative:
Report is on the right side lead of a bilateral system. Journal reference: mandat t.s. Et al. Case report "hypomania as an adverse effect of subthalamic nucleus stimulation: report of two cases", acta neurochirugica (wein) (2006) 148:895-898. See scanned pages.